Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
The customer from (B)(6) obtained a blood glucose reading of 4.8 mmol/l on a contour next one meter. Upon retesting on the hospital's meter, the reading was 2.9 mmol/l. The customer did not experience hypoglycemic symptoms. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.